Manufacturer narrative:
The approximate age of device is 21 months. The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional device evaluation information: further evaluation of the returned products was performed. Evaluation of the percutaneous lead (lead) revealed multiple wire compromises on both the internal and external sections. This information includes evaluation of the 2 inch portion of the lead extending out of the pump housing internal to the patient. A breach in the insulation of the red wire approximately 1/4 of an inch from the nipple of the outlet housing was confirmed. Although damage to the lead was confirmed on both the internal and external sections, specific causes for this damage could not be conclusively determined and a correlation to the report that the patient caught the lead on a book case could not be made. As a result of the previously mentioned damage (medwatch follow-up #1), the underlying wire conductors of the red wire and brown wire were exposed. In addition, the crimps inside the lead replacement were also exposed. The reported alarms and pump stoppages would have potentially occurred as a result of any of these areas of damage; if the underlying wire conductors or the exposed crimps contacted the shielding and created an electrical short to ground while the system was being supported by the power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Evaluation of the percutaneous lead from the returned lvad revealed that the outer white silicone jacket was not properly secured by the grey silicone jacket at the repair site, the shrink tubing was not properly shrunk at the repair site, and mechanical damage was present on the brown wire near the repair site. The reported red heart alarms could have occurred as a result of shrink tubing improperly covering the splice points or the mechanical damage to the brown wire. In addition, the exposed conductors of the wires contacting the copper tape/metal shielding when the device was supported by the power module could have also caused the reported red heart alarms. The rest of the remaining section of lead was evaluated and no damage to the white silicone jacket was observed; however, damage to the bionate, shielding, and all wires within the lead was seen approximately 42 inches from the metal connector. The damage appeared to be consistent with mechanical damage caused by tools. The damage was possibly caused during explant and would not have been present while the pump was operating. No further damage to the bionate and metal shielding was observed. Both layers were removed and visual inspection of the wire found no other fracture or breach on the original lead. This portion of the lead was submerged in a saline bath for high potency testing to check the resistance of each wire's insulation. Other than the aforementioned damage, the test did not reveal any current leakage in the insulation of any of the wires that could have resulted in an electrical short. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: red heart alarm, with lightheartedness and chest pain. Controller showed low flow and 3 minute pump stop.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for recurrent alarms. The pt was at home when the alarms occurred on the power module and believed the sys controller stated low flow or no flow. Review of the pt history noted a low voltage alarm that was followed by a pump off, which remained off for a couple of minutes. A short to shield issues was suspected. It was also noted that all of these alarms occurred while connected to the pt cable. The pt sustained trauma to the driveline when he fell into a bookcase and twisted his pump internally. The pt received a pump exchange on (B)(6) 2014.